Event description:
End user reported propofol was infusing and it was found stopped with no alarm and no kvo. The patient was without sedation and experienced some agitation and required additional sedation medication. Delay option feature was used on the device. No callback for "after" was believed to be programmed. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The event logs have been received and log review is pending. A follow up report will be submitted once the investigation has been completed. Device not received, log review pending.